Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: june 09, 2011. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a planned removal surgery the surgeon tried to remove the screw after bone healing but the screwdriver broke. Since the hospital had no spare screwdriver the surgeon decided to leave the implant in the bone. The surgery was prolonged about ten (10) minutes. There was no patient harm and the bone of the patient healed with the screw inside. Concomitant device reported: screw (part/lot unknown, quantity 1) this is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the device was received with the distal tip twisted anti-clock wise and a broken off portion of approximately 1.5 mm. The broken off portion is not available for investigation. The tip of the distal t15 tip is heavily twisted (approximately 40 degrees) in the direction of screw removal. Because of the damage only the outside diameter of the t15 tip could be measured and found to meet the specifications. All other relevant dimensions cannot be verified anymore. The anti-clock wise twisted tip corresponds with the event description that the device broke while loosening during a removal surgery after bone healing. The condition of the returned device does agree with the complaint description. There does not appear to be an issue other than the damage sustained by mechanical overloading during screw extraction. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances but caused during a mechanical overloading situation. A final manufacturing conclusion cannot be presented due to the condition of the product. This complaint is deemed indeterminate from a manufacturing standpoint. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.